Event description:
During broaching, the patients femur was fractured.

Manufacturer narrative:
Visual examination of the returned instrument confirms the reported observation. The tip has fractured. A two year search of the complaints databases finds no other reports of fracture against the product and lot code combination since its release to distribution in may of 2001. The device exhibits signs of heavy use. The root cause is attributed to wear out after many years of use. Based on the investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.